Manufacturer narrative:
The investigation is on-going. A supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged the generation of discrepant sars-cov-2 results for 1 patient sample (nasopharyngeal swab) tested on multiple cobas liat analyzers during a validation of the cobas liat sars-cov-2/flu test. This sample previously tested positive for sars-cov-2 with the cepheid xpert express system. During the validation study, the sample was tested on nine (9) different cobas liat analyzers; it was noted the same sample collection was used for all testing. On seven (7) analyzers, this sample generated negative sars-cov-2 results. On two (2) analyzers, this sample generated the expected positive sars-cov-2 results. The customer site confirmed that the sample was stored at -70c, then thawed at room temp prior to assay tube preparation. The customer did not vortex, only gently mixed before pipetting into assay tube. No harm or injury was indicated.

Manufacturer narrative:
Although requested, no data was provided from the positive results generated; as such, a full evaluation of the performance of the sample could not be done. The most likely reason for the alleged discrepancy could be due to the sample being near or below the limit of detection (lod) of the test, and this could not be confirmed. No issue was identified with the complaint kit lot during the course of the investigation. Through this supplemental report, amended device code from a090806 - non reproducible results to a090803 - false negative (qual.). (B)(4).